Manufacturer narrative:
No further information was provided by the customer. It was found that the measuring cell had not been replaced since 2021. The root cause of the event was found to be consistent with an aged measuring cell.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas e 411 immunoassay analyzer. On (B)(6) 2023, the initial hcg result was greater than 10000. The sample was automatically diluted and the result was 3709. The sample was sent to another laboratory and the result was 30000. On (B)(6) 2023, the patient had another sample collected and the result was greater than 10000. The sample was automatically diluted and the result was 9237. The sample was sent to another laboratory and the result was 41387. The units of measurement were not provided.

Manufacturer narrative:
The reagent lot number is 70917403 and the expiration date is 30-sep-2024. The investigation is ongoing.